Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, blood intrusion was confirmed in the sleeve of the iab during percutaneous coronary intervention (pci). The iab was removed at the end of pci. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. Dried blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. The extender tubing was also returned. A kink was found on the catheter tubing approximately 47.8cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared an underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The condition of the iab indicated a kink in the catheter tubing. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.